Event description:
Telemetry box was found under patient's back with 1st and 2nd degree burns on the skin where the box was found. The telemetry box was hot. Telemetry lead wire at the insertion site also noted to be hot. Ge telemetry transmitter - (B)(6) 2018.